Event description:
The manufacture's field service engineer (fse) reported during preventative maintenance (pm), the fse discovered that the unit failed extended self-test (est) with error code keyboard key not responding. There was no patient involvement.